Event description:
During an open valve in mac case using a 29mm sapien 3 ultra resilia valve, there severe paravalvular leak (pvl) due to sizing and difficulty with access to the mitral valve. The patient was brought back 2 days post-procedure and a 2nd 29 s3ur was placed and the severe pvl was reduced to moderate.

Manufacturer narrative:
The device was used in off-label implantation in the mitral in mac position. As there are no specific IFU or training materials related to mitral in mac procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv {all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography {CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patient screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that sizing difficulties and access to the mitral valve caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings. Update to b5 and b7.

Event description:
Per medical record review, the operative note indicated that the patient presented with severe aortic stenosis, severe mitral stenosis with regurgitation. Under general anesthesia, the patient had a direct manual positioning of the valve in the (mitral) annulus without vision but by palpation and deployed slowly. There was mild insufficiency (mild paravalvular leak) and fibrillatory arrest post-implant. A non-edwards balloon was used for post-dilation of the valve. No edwards device malfunctions were listed. Due to the porcelain aorta, history of radiation, and mitral annular calcification (mac), the operation was significantly more difficult. The patient was transferred to ICU on ECMO post-procedure. Two days post-procedure, the patient returned to the operating room with a large paravalvular leak (pvl), in cardiogenic shock on ECMO and biventricular dysfunction. The patient underwent pvl closure. Skirt pvl was noted, and a valve-in-valve (viv) was performed using a 29mm sapien 3. Mr (pvl) which reduced the leak to mild.